Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 470 mg/dl at 9:50 p.m., 364 mg/dl at 9:52 p.m., 181 mg/dl at 9:55 p.m. (System 1) and 155 mg/dl at 10:01 p.m. (System 2). No adverse event reported. Return of the suspect device was requested for evaluation.